Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that " during robotic total hip surgery, the product was broken while screwing after the doctor put the acetabular cup. Pieces were removed by doctor. After washing, the doctor examined possibility of broken pieces on the patient by sight."

Manufacturer narrative:
Correction: no expiration date as this is a reusable instrument h5 and h8 have been updated accordingly. An event regarding crack/fracture involving a trident drill was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that " during robotic total hip surgery, the product was broken while screwing after the doctor put the acetabular cup. Pieces were removed by doctor. After washing, the doctor examined possibility of broken pieces on the patient by sight." Update: all broken parts has collected, pre-washed, packaged, sterilized and delivered to medical quality unit with complaint form. Both devices fractured.